Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Device was received with moisture damage noted on motor, battery tube and vibrator motor. Unable to verify replace battery alert due to display anomaly. Unable to performed displacement, rewind, seating and basic occlusion due to display anomaly. Unit received with cracked retainer, scratched case, fading serial number label, cracked at battery tube side and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery compartment was corroded. Customer's blood glucose was 6.7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.